Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign objects in the air water nozzle could not be determined. The peeled adhesive around the light guide lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There was no reportable event from the customer's allegation on 27oct2025. It was observed that during the device evaluation on 24nov2025, the duodenovideoscope exhibited foreign objects in the air water nozzle, and peeled adhesive around the light guide lens. There was no patient involvement.